Event description:
It was reported that the casing of the large needle driver instrument is busted and nothing fell into the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that three of four snap tabs were broken off the instrument housing and two housing pins were broken off. As a result of the breakage, one side of the housing can be lifted up. Engineering also observed that the distal end of the instrument main tube has two sections, 180 degrees apart, with light material removed. The damaged areas are 1 inch and 3 inches long, parallel to the tube axis and have a rough surface finish. Based on the location and the appearance, the damage was most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received.